Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter with visible signs of use. There appeared to be no abnormalities with the device. It was reported that there was an ingrowth or catheter migration issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after more than one month of catheterization, the cuff could not be fixed to the tissue, and the catheter prolapsed. The catheter was not repaired. There was no leak. Betadine was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. Flushing was done prior to use, and the result was normal. No other defects/damages found on the product. No other products were being utilized with the device. Nothing unusual observed on the device prior to use. No remedial action handled. The product was not replaced. The treatment was not completed. There was an unspecified amount of blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. There was no reported patient outcome.